Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor broken. Probable root cause: process anchor not manufactured to specification. Improper assembly of anchor onto inserter. Application: hard bone. Excessive force. Incorrect angle of attack (too steep/shallow). No pilot hole prepared in the event of hard bone. Incorrect instrumentation used to prepare pilot hole. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the anchor potentially broke during the procedure and the pieces were potentially unable to be retrieved.

Event description:
It was reported that the anchor potentially broke during the procedure and the pieces were potentially unable to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.